Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) reported that his device never really worked. He claimed that during the trial period he told his physician it worked ok, but currently he can't stand stimulation for more than 3-4 minutes. The patient also said if he walks too far his legs become weak, he also reported muscle spasms when he bends over. Patient was implanted for non-malignant pain. Additional information was reported by a consumer on (B)(6) 2016 that the device was messed up. It was reported that it was numb and hurt on the patient¿s right side where the implant was. The patient stated that it hurt on their bottom too. The patient tired turning stimulation off and it still hurts. The patient had not left stimulation off for very long. There were no falls or traumas reported. The numbness and pain started in (B)(6) 2016. It was also reported that when the patient bent over they would have a muscle spasm. It was unknown when the muscle spasm issues started.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(6) 2017. The patient was supposed to meet with a manufacture representative (rep) on (B)(6) 2017 but they did not show up. The patient stated that their unit is messed up and now it is the same again. The patient met with a rep on monday who tested it the best they could and adjusted the stimulation. The ins was not helping their pain so it was adjusted. The patient had trouble since the device was put in and the ins does not help with their pain. One time 6 months or a year or 8 months ago the stimulation was too high and the patient couldn¿t walk which they later clarified that they could walk but not very far. Another time the rep told the patient that they did not have the stimulation high enough. The patient noted that they cannot go too high because if the stimulation is too high their whole body shakes and they can feel their whole body moving. The patient has had other problems and was sent to the hospital on an unknown date to have an MRI done. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.